Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report#: (B)(4). #1: needle broken v27.1 (needle sheared off in a patient's gum: from on (B)(6) 2025 to - serious - unknown. #2: device fragment embedded v27.1 (the needle was removed): from on (B)(6) 2025 to - serious - unknown.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00001. #1: device fragment embedded v27.1 (the needle was removed): from (B)(6)2025 to - serious - unknown #2: needle broken v27.1 (needle sheared off in a patient's gum): from (B)(6)2025 to - not serious - unknown spontaneous report from the united kingdom. Local reference: (B)(4). This initial serious case report was received on 12-mar-2025 from dental office by email. Follow-up #1 was received on 14-mar-2025 from the dental office via local affiliate. All the information was processed together. The report described needle broken and device fragment embedded with suspected device ultra safety plus twist 30g 25mm (blue) in a 32-year-old male patient with an unknown medical history while administering inferior dental block on lower right 6 tooth. No further information was available regarding the patient. On (B)(6)2025 (reported as tuesday), as the dentist was injecting the second cartridge into the patient's mouth, the needle sheared off in a patient's gum. The dentist was unable to retrieve the needle. An opg (orthopantomogram) was taken to locate the needle and it was in a horizontal position along the ramus of the mandibular jaw. The patient was sent to the hospital where the needle was removed. It was reported that the handle was inserted and twisted, and the protective sheath was pulled back into the handle. Other information of product: batch: # f52151aa and expiry date: 28-feb-2029. This case was considered as serious as it retrieved the following seriousness criteria: required intervention to prevent permanent impairment/damage (devices). Fup #1: received completed ae form with information on patient specifics, incident, etc. Discrepancy noted: ae form reports injection device was not reloaded but the incident description on the ae form says that it occurred during administration of the second cartridge. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the information available, the report described needles breakage during anaesthetic injection. It was reported that the handle was inserted and twisted, and the protective sheath was pulled back into the handle. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. A quality issue may be suspected but a use error or abnormal use cannot be excluded. Therefore, pending quality investigations, no root cause could be determined for this incident. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00001. #1: device fragment embedded v28.0 (the needle was removed): from (B)(6) 2025 to - serious - unknown #2: needle broken v28.0 (needle sheared off in a patient's gum): from (B)(6) 2025 to - not serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). This initial serious case report was received on 12-mar-2025 from dental office by email. Follow-up #1 was received on 14-mar-2025 from the dental office via local affiliate. Follow-up #2 was received on 15-may-2025 from the quality department. All the information was processed together. The report described needle broken and device fragment embedded with suspected device ultra safety plus twist 30g 25mm (blue) in a 32-year-old male patient with an unknown medical history while administering inferior dental block on lower right 6 tooth. No further information was available regarding the patient. On (B)(6) 2025 (reported as tuesday), as the dentist was injecting the second cartridge into the patient's mouth, the needle sheared off in a patient's gum. The dentist was unable to retrieve the needle. An opg (orthopantomogram) was taken to locate the needle and it was in a horizontal position along the ramus of the mandibular jaw. The patient was sent to the hospital where the needle was removed. It was reported that the handle was inserted and twisted, and the protective sheath was pulled back into the handle. Other information of product: batch: # f52151aa and expiry date: 28-feb-2029. This case was considered as serious as it retrieved the following seriousness criteria: required intervention to prevent permanent impairment/damage (devices). Fup #1: received completed ae form with information on patient specifics, incident, etc. Fup #2: received qir from the quality department. Discrepancy noted: ae form reports injection device was not reloaded but the incident description on the ae form says that it occurred during administration of the second cartridge. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the information available, the report described needles breakage during anaesthetic injection. It was reported that the handle was inserted and twisted, and the protective sheath was pulled back into the handle. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. A quality issue may be suspected but a use error or abnormal use cannot be excluded. Therefore, pending quality investigations, no root cause could be determined for this incident. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation, no CAPA is required. Cause investigation and conclusion: description of remedial action/corrective action/preventive action/field safety corrective action (fsca): following the performed investigation, the most probable hypothesis of this defect could be related to an occasional sensor problem (a non-glue point application due to a non-detection of the cannula). A program modification has been done on the asa10 to generate the cannula ejection even if the cannula is not detected by the previous sensor (s-can2023-0022). This modification was made after the claimed batch was manufactured. Final comments from the manufacturer. Quality investigation within specifications, root cause traced to occasional sensor problem but use error/ abnormal use is not excluded. CAPA: s-can2023-0022.